Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there were overvoltage protection (ovp), alarm led, and 35v failure error codes found in the device event log. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The field service engineer stated that ovp, alarm led, and 35v failure error codes were found in the device diagnostic report during service on the device. The power management (pm) printed circuit board assembly (pcba) was replaced to resolve the reported issues. The fse completed run testing and functional testing following the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.